Event description:
It was reported that an asymptomatic patient presented in the operating room for implant, post-paced t-wave oversensing was observed. The device was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.